Event description:
Customer's father reports that the battery on his daughters pump is hard to remove. Customer's current blood glucose level is 63 mg/dl and treated with juice. Trouble shooting on the pump advice customer to use a quarter to remove the cap, but customer was unable to remove it. Customer attempted to remove with a flat-head screwdriver, but was still unsuccessful. Advised customer that pump would need to be replaced and revert to backup plan per health care provider no further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.